Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Event description:
The complainant reported 59-year-old male on impella 5.5 support, was shocked out of ventricular fibrillation (vf) and amio bolused with drip was started with no repeat episodes after point of care ultrasonography (pocus) was completed. The impella was also noted to have been pulled back 2cm. According to cardiology fellow, increasing p level to p7 preceded the vf episode.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation has been completed. The impella pump was not returned for investigation. The data log showed a trend in placement signal and several impella unknown position alarms. According to clinical information, ventricular fibrillation was resolved with medication and repositioning of the pump. The cause of the ventricular fibrillation issue was use related, as the pump was found in improper position during the incident.